Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle were clogged during injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.